Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to lead break. Revision surgery was aborted due to excessive amounts of scar tissue on the vagus nerve. Lead replacement surgery will be rescheduled with an ent surgeon assisting.